Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately two months post implant of the ICD system. A cause of death was determined after attempted follow up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d314vrg, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 693565. A proximal portion was received measuring 6 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.